Event description:
It was reported that during a transcatheter aortic valve implantation procedure with the evolut 26 millimeter valve, computed tomography scan analysis confirmed appropriate valve sizing, and pre-dilatation was performed using a 20 millimeter balloon. During the first and second deployment attempts, the valve was positioned too high and partially migrated in the aorta, requiring recapture and repositioning each time. On the third deployment attempt, the valve was positioned too low, necessitating another recapture and repositioning. After achieving a satisfactory position at 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), the valve was released, but a mild-to-moderate paravalvular leak was observed. Post-dilatation with a 22 millimeter balloon resulted in valve dislodgement, requiring implantation of a second valve. The first valve was secured with a snare and positioned between the sinotubular junction (stj) and the supra-aortic trunks, and the second valve was implanted. Final fluoroscopy showed the valve in a good position with no paravalvular leak and no gradient.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (r043400); product type: 0195-heart valves; implant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6. Image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant twice due the balloon migration during the first inflation. Evidence indicates a shallow implant, and the frame appeared to be constrained during the first deployment attempt. During a second deployment attempt, the valve dislodged aortic. Subsequently, the valve was recaptured, and a third deployment attempt resulted in a deep position. As stated in the instructions for use (IFU), the recommended target depth is 3 millimeter (mm) relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. As stated in the IFU: the bioprosthesis is recapturable during deployment before the radi opaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. The valve was recaptured a third time, and a fourth deployment attempt resulted in another deep position. A fifth and final deployment resulted in an adequate depth and the valve was released. A post implant angiogram revealed possible mild to moderate aortic regurgitation/paravalvular leak. A post implant dilatation was performed which caused the valve to dislodge aortic mid balloon inflation. Evidence suggests that a temporary pacing wire was not used at the time of the post implant dilation as it cannot be seen on fluoroscopy. As stated in the IFU: vascular access. Establish a central venous line. Insert a temporary pacemaker lead via the right internal jugular vein (or other appropriate access vessel) per physician/clinical judgment. Post implant dilatation. Consider pacing to increase valve stability, especially in patients with 34 mm valves. Pace at a rate sufficient to achieve a desired decrease in systolic pressure. Subsequently, the dislodged valve was snared, a second valve was loaded and confirmed a good load. The second valve was implanted, and final angiogram revealed no evidence of aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.